Manufacturer narrative:
B3 - date of event: used 07/01/2025 as the event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, and event/procedure date, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed the inner shaft of the balloon had a hole, causing the balloon to leak through the guidewire hole. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08sep2025. It was reported that balloon inflation issue occurred. The target lesion was located in the tibial artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilation. However, during the procedure, it was noted that the device did not inflate. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the inner shaft of the balloon had a hole, causing the balloon to leak through the guidewire hole.